Event description:
Reporter alleged going to the dr, being admitted to the hosp, and being given a different than normal diabetes medication based on the high readings of the blood glucose monitoring device. Reporter stated device readings were in the 200s & 300s mg/dl. Reporter stated having her heart race, chest pains, and an anxiety attack prior to calling emergency medical technicians (emts). Reporter stated emt did not test glucose, however took a blood test; but she did not know the glucose value. Reporter indicated being admitted into the hosp and thought glucose results were within a normal range. Reporter indicated prior to the incident going to the dr and discovered she was using expired test strips and no controls. Reporter stated the dr gave her a different diabetes medication to take with her normal ones. A request was made for the return of the suspect device and replacement product was sent.